Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the saw handpiece device produced heat and would not run. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during pre-surgery for an unspecified surgery, it was observed that while using the robotic assisted saw handpiece device, an error code was displayed on the screen. During an in-house engineering evaluation, it was determined that the device produced heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.